Manufacturer narrative:
Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation.approximate age of device - 4 years and 1 month. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that device interrogation revealed pump stoppages. The customer stated that the patient claimed the pump stoppages occurred when they accidentally unplugged the connection. The patient was reported to be asymptomatic. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppages that appeared to have occurred while the system was connected to batteries. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). The patient was transferred to a different center in stable condition for a percutaneous lead (driveline repair) and provided an ungrounded patient cable to use when connected to power module support. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed approximately three inches from the exit site. The patient was discharged home on an unspecified date. Additional information has been requested, but not provided.

Event description:
On 08jan2018, it was reported that device interrogation revealed additional pump stoppages after the percutaneous lead (driveline) repair was performed on (B)(6) 2017. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppage events on (B)(6) 2017 while the system was connected to batteries. The customer was informed that there may be a possible phase to phase short within the driveline and additional pump stoppage events may continue to occur on any power source including battery power and ungrounded patient cable. Since the entire length of the driveline was previously replaced, another repair could not be attempted. Additional information was requested but not provided.